Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that a patient with no pre-existing risk factors, developed bleeding through the endotracheal tube (ett) after an ion biopsy procedure. It was reported that the physician extended the needle during the biopsy, and remained away from the pleural and chest wall. The patient was admitted to intensive care unit (ICU) for active bleeding and was administered epinephrine. The physician believes that the complication could be related to anesthesia. The procedure was completed with no complications and/or delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at least 10 biopsies were taken from a large lesion in the right upper lobe (rul) measuring approximately 2cm x 2cm. She stated that when the physician made the first attempt to biopsy, the needle looked "a little far out." Multiple passes were made, and by the second or third, blood was detected coming back through the suction valve in the ett. The quantity of the blood was two syringes with each containing approximately 5-10cc. The nurse said there were slight challenges accessing the airways, but she believes it is because of changing and positioning of the ett. Blood continued to come out of the ett at the end of the procedure. Total blood loss was 300 cc. The patient had symptoms of low heart rate of around 30 bpm, and low blood pressure, for which epinephrine and atropine were administered. Although no chest compressions were administered, the patient remains in the ICU, intubated and comatose. The nurse believes the bleeding was caused by the multiple passes to biopsy. No issues with the ion system were reported.